Event description:
As reported by the edwards clinical specialist, during a transaortic transcatheter aortic valve replacement procedure (tavr), post valve implantation, there was mild to moderate paravalvular leak which required post dilatation with an additional 1 cc of contrast added to the delivery system and then implantation of a second valve. Post tavr, the patient was transferred to the recovery unit in stable condition. Per report, the image intensifier angle and coaxial alignment were good. For the first valve, pre-deployment positioning was 50:50. Post deployment the valve was implanted 60:40 aortic. Balloon inflation was held for 5 seconds and there was no loss of pacing capture during deployment. Imaging for this case is not available.

Manufacturer narrative:
This patient received two 23mm sapien transcatheter heart valves for severe aortic stenosis via transaortic approach. The device remains implanted in the patient. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Per the device's instructions for use (IFU), complications associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to paravalvular leak. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. However, the safety and effectiveness of the edwards sapien transcatheter heart valve via transaortic delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. In this case, it is likely that procedural factors contributed to the events. No further action is possible at this time.